Event description:
Treatment of an avm. After approx 25 mins of onyx injection, it was reported that the catheter ruptured at 3cm from the distal tip. No pt injury reported. Same event as MDR# 2029214-2009-00178.

Manufacturer narrative:
The device involved in this event will not be returned as it was consumed in the event.